Manufacturer narrative:
Additional procode: ktt complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: (B)(4) / packaged, sterilized and released by: (B)(4). Manufacturing date: november 25, 2020. Expiration date: november 01, 2030. Part: 04.038.375s, tfna fenestrated helical blade 75mm -sterile. Lot: 78p4481 (sterile). Note: helical blade was manufactured by elmira; lot 56p5608. Parts were packaged, sterilized, and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by sterigenics was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from january 20, 2022 reports an event as follows: it was reported that on january 20, 2022, the patient underwent open reduction internal fixation with the trochanteric fixation nail advanced (tfna) system and traumacem cement for fracture of the right trochanteric femur. Although the dislocation of the reduction position occurred, the dislocation settled down three days after the surgery. Since the patient was confined to a wheelchair, the patient was discharged from the hospital. It was confirmed that on march 4, 2022, the tfna blade was dislocated upward; however, the patient did not complain of pain, so the surgeon decided to not perform a revision surgery and to follow up with the patient for observation. According to the surgeon, the selected blade length seemed to be short; however, the blade managed to remain within femoral head. In addition, it is also possible that the cement helped to maintain the blade position. This report is for a tfna fenestrated helical blade 75mm ¿ sterile. This is report 1 of 1 for (B)(4) and captures dislocation of the tfna blade. Related complaint (B)(4) captures the intraoperative cement leakage.